Event description:
It was reported that during a follow up visit the rv lead was not capturing any output. During lead repositioning the physician noted the increased distance between the tip and ring of the lead due to the presence of fibrosis around the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.